Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook was smoking excessively at the hinge joint upon removal there was an odor of electrical burning. Hook was exchanged for new one and case was completed with minimal delay. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.